Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak coming from unicel dxi 800 access immunoassay system above the liquid waste area. The customer reported there was no exposure to the leak. No patient results were generated in connection to this event and there is no report of injury to the user.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse inspected the instrument and discovered that the wash buffer supply line had split and the fse replaced the tubing. The fse verified the wash buffer supply line tubing was no longer leaking and that there were no other leaks occurring on the instrument. Hardware is the root cause of this event. Bec internal number: (B)(4).